Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead underwent lead revision due to loss of capture. This lead remains in service. No additional adverse patient effects were reported.